Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported that over time the implantable neurostimulator (ins) slowly moved up in the pocket so it was sitting above the scar line, and they got a little shocking in the area where the implantable neurostimulator (ins) was implanted which felt ¿kind of like nerve pain.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.